Event description:
While a pt at a long term care facility, receiving therapy for post hip replacement, patient is reported to have developed necrotic tissue at a surgical incision site, and patient's surgeon admitted patient to the hospital for further treatment. This event occurred within 24 hours of patient receiving one treatment with the anodyne professional unit, that was administered by a health care professional. Treatment records describe that this patient had experienced and was being treated for post surgical healing difficulties. We have no conclusive information that indicates the anodyne unit caused or contributed to this event.